Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had recorded a right ventricular (rv) pacing impedance measurement greater than 2500 ohms on an unknown lead. It was also reported the pacing configuration could not be changed. The local sales representative changed the pacing configuration to unipolar successfully. In unipolar mode, it was reported the device was working safely, but with a high pacing threshold. A revision procedure was performed. Rv noise and loss of capture were noted during the procedure, and the related lead was abandoned and replaced. No adverse patient effects were reported.